Manufacturer narrative:
Product name: actual product is unknown. The end user could only provide: aquacel (B)(4) surgical bandage (convatec). The part number, lot number, and product size was not provided and could not be confirmed. Brand name: l3w0900: (B)(4), common device name: dressing, wound, drug, product code: fro, 510(k) number: k091034. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the dressing was difficult to remove. There was no harm reported. No photo is available at this time.